Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Asr claim letter received. Claim letter alleges failure of prosthetic hip causing severe pain in the right hip, sleep disturbance, limited mobility, fall, acute prosthetic failure with spontaneous fracture of the neck of the stem. Investigation revealed evidence of corrosion and acute fracture of the prosthesis. Plaintiff also suffered a psychiatric reaction such as stress and anxiety. Plaintiff wish to narrow the issues and discuss settlement regarding his claim and requested access to client medical notes and records. Doi: (B)(6) 2007;dor: (B)(6) 2020; right hip.